Manufacturer narrative:
Patient code (B)(4) no longer applies. Eval code-conclusion updated for catheter 8780.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative. The representative first heard of this event from the implanting physician. They were notified on (B)(6) 2017 for the catheter revision to take place on (B)(6) 2017. The revision was scheduled as catheter/pump pocket revision due to the patient experiencing an increase in spasticity and discomfort with the location of the pump. During the revision surgery, the hcp found tissue buildup at the pump connection and discovered that the catheter was outside of the intrathecal space. The patient had flipped the pump in the pocket, which is believed to have been the cause for the change in location of the catheter, and the discomfort due to the pump location. The patient experienced increased spasticity due to the catheter location. No symptoms were indicated as due to the tissue buildup. Troubleshooting included replacing the pump and catheter. It was unknown when the patient first started experiencing the need for revision surgery. The event was resolved as both devices were replaced.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient was flipping the pump in pocket which caused the catheter to be pulled from the intrathecal space which was the reason for the procedure. No further complications were expected or anticipated. The issue was resolved at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on (B)(6) 2017. The catheter had been discarded by the scrub tech and would not be returned. The pump was returned to the manufacturer on (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacture's representative regarding a patient receiving unknown baclofen at an unknown concentration and a dose of 399.7 mcg/day via an implanted pump. The indication for use was intractable spasticity. It was reported the patient's pump had flipped and the pump had " dropped down to his groin area from his abdomen." On (B)(6) 2017. The pump was revised on (B)(6) 2017 and the catheter was unable to be aspirated and it was discovered the catheter tip had become dislodged from the intrathecal space. The pump revision was completed and a new catheter was placed. No symptoms were noted.

Manufacturer narrative:
Analysis of the pump found no anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2017 that the pump had tissue buildup in the clear segment where the catheter connected to the pump. The patient status at the time of the report was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred. The system was being used to deliver lioresal [2000 mcg/ml] at an unknown dose. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. Additional information was received from the representative on 2017-apr-13. It was reported that the pump was returned last week (from 2017-apr-13) after retrieving from the account. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.